Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 09/19/2014. The intraocular lens (iol) was returned to the manufacturing site for investigation. The visual inspection noted that the lens was observed cut in two (2) parts. Both of the haptics/loops were observed distorted. The lens was inspected at 10x microscope magnification. Loose particles were observed on the lens sample compatible with handling the lens. Residue of viscoelastic (ovd) was detected on the lens. The sample was observed with the characteristic of silicone material and lens has a frosted edge which is typical in silicone lenses, model z9002. The lens was cut due to the explant and based on the evidence observed, the lens was not affected by the manufacturing process. A review of the manufacturing records was performed. The review of the documentation presented in the manufacturing record was found within product specifications. No deviation or non-conformance related to the customer report was generated. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a z9002 23.5 diopter intraocular lens was inserted into the patient¿s eye and a vitrectomy was required. The lens is noted as it is being returned. No additional information was available at the time of submission of this report.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.